Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead was being extracted and it was discovered by transesophageal echocardiography (tee) that the extraction had caused a pericardial effusion requiring surgical intervention. No additional information was reported.

Manufacturer narrative:
The reported event of cardiac perforation and pericardial effusion were not confirmed. As received, a partial lead was returned in ten pieces for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.